Event description:
Spontaneous call from patient, pump malfunction. Serial # (B)(4). Patient able to use back up pump. No adverse event as result. No further information known. Replacing pump and patient will return malfunctioning pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.